Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the fenestrated bipolar forceps (fbf) instrument had cables on jaws out of order. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "the cable was broken/frayed, that's what we meant by out of order."

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.